Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a photoselective vaporization of the prostate (pvp) procedure performed on (B)(6) 2016. According to the complainant, during preparation, it was noted that the device package was damaged. The top of the sterile peel pack was open and the packaging had a hole. The sterile barrier was compromised. The procedure was completed with another amplatz super stiff guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.